Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was having trouble increasing amplitude with her programmer. The sjm representative reprogrammed the pt, and noted 3 contacts on the pt's lead were invalid. An additional follow up on (B)(6) 2011 found the pt had one additional invalid contact. The sjm representative reprogrammed again. It was reported the pt received effective stimulation, so no further action was planned.